Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, thirty (30) retention samples from bd inventory were evaluated by functional testing and no signs of damage to the device, insufficient blood flow, or air bubbles during use as all samples met specifications. In addition, the 30 retain samples were subjected to retraction lockout testing and all samples passed testing as they were able to be activated properly with no evidence of retraction defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of air bubbles during use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, air bubbles travel up the line causing a stop in blood collection on unspecified number of devices. No patient impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, air bubbles travel up the line causing a stop in blood collection on unspecified number of devices. No patient impact reported.